Event description:
It was reported that the connector is physically broken on the monitor. No pt injury was reported.

Manufacturer narrative:
The device was returned and when the test baton was connected to the connector, green static appeared when pressure was applied to the connector. The faulty input connector/back shell assembly was replaced. Also replaced was the r132 with schottky diode and the software was updated to v1.6.